Manufacturer narrative:
(B)(4).approximate age of device ¿ 5 months from date of implant to the onset of the gi bleeding events; 2 years, 1 month from implant to date of expiration. A correlation between the device and the reported events could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had experienced previously unreported gi bleeding and intracranial bleeding events. An esophagogastroduodenoscopy performed on an unspecified day in (B)(6) 2014 showed a bleeding polyp that was clipped. Post-implant, the patient reportedly had gi bleeding events, more than one intracranial bleeding event, and frequent hospitalizations for failure to thrive despite having a feeding tube in place. At an unspecified time, per the patient and his family's wishes, the patient was placed in home hospice care. While at home under hospice care, the patient was lethargic and had bright red blood with stools. No intervention was provided. The patient expired on (B)(6) 2015; the reported cause of death was gastrointestinal bleeding.